Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scan and plan case, the star marker was touching the patient. The manufacturer representative (rep) reported the right side was inaccurate and left side was accurate. The guidance system was used for the left side and navigation was used for the right side. There was a surgical delay of 25 minutes. The rep reported that there was no issue with system and the issue was due to user error. There was no impact to patient's outcome. Additional information was received. It was reported that the deviation was 4-5 millimeters (mm) ¿deep¿ on the patient's right side. This was identified with the surgeon and they elected to continue. Additional information was received. It was reported that the issue was due to user error.

Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.